Event description:
It was reported the device had a defibrillation failure. The device use was unknown at the time of the event, however, there was reportedly no patient harm. Multiple attempts were made to request information regarding the reported problem, however, no response was received. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, therefore, no information is available. This will be documented as a malfunction, the cause of which was not determined. Based on the information available, there is insufficient information to confirm the reported problem. The device remains at the customer site and no further evaluation is warranted at this time. H3 other text : remote support from the customer care solution center was received.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device had defibrillation failure. Additional details have been requested. Patient involvement is unknown. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.